Manufacturer narrative:
H.6. Investigation: two photos displaying a total of seven loose 10ml syringes were received and evaluated. It was observed all the syringes had some degree of damage including deformations and broken and/or cracked plunger rods. Six of the syringes had deformations near the top of the barrel near the 9ml marking. One syringe had damage throughout. Two of the syringes had a large amount of print missing extending from the 7ml marking into the "bd" logo. All seven syringes were rejectable per product specification. Two 10ml bulk non-sterile boxes containing a total of 1,410 syringes were received and evaluated. One box was numbered "55" and was fully sealed, and one box was numbered "58" and appeared to be resealed. All the syringes were visually inspected with no defects observed in box 55. Box 58 contained a total of 186 damaged syringes that were similar to the damage shown in the photos. Most of the defective syringes had a large scuff mark inside and outside the grad lines extending from the 7ml marking into the "bd" logo. All the damaged syringes also had significant barrel deformations, some of which also had broken plunger rods. The damaged syringes were rejectable per product specification. Potential root cause for the damaged barrels and missing print defect is associated with the assembly process. It is possible a part was temporarily caught in the tooling resulting in the damage observed. The issue was likely short lasting and self-corrected. Controls in place include hourly inspections for assembly related defects. Based on the number of defective pieces found and no recorded defects found, it was likely an isolated incident with a limited number of effected pieces. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 170 bd syringes with the luer-lok¿ tip were found with damaged barrels and broken plunger rods, and an unspecified number of syringes were found with rubbed off scale markings. All defects were found before use. The following information was provided by the initial reporter: "kit packer found 170 melted syringes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 170 bd syringes with the luer-lok¿ tip were found with damaged barrels and broken plunger rods, and an unspecified number of syringes were found with rubbed off scale markings. All defects were found before use. The following information was provided by the initial reporter: "kit packer found 170 melted syringes".